Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the prime, basal, and bolus procedure. It was also stated the insulin pump alarmed button error. The blood glucose reading was 600mg/dl. The high blood glucose readings were treated with pens. The customer would have to change the set 3 to 4 times a day for the past couple of days. The customer stopped using the insulin pump and has been using the pens for a month. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was programmed with multiple basal profiles. All profiles were delivered properly and completed recorded at the basal review screen. All of the buttons functioned properly and no damage was noted to the keypad assembly. No button error alarm was noted. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.